Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the transmitter assembly providing therapy when the pain occurred has been ruled out as a potential cause. Additionally, improper surgical technique, inadequate fixation, severe force being applied to the implant, implanting the device off-label, the patient having contraindicating conditions, and the patient having recently gone through an MRI have been ruled out. However, non-compliance to the IFU was identified as the patient has a non-curonix device implanted. In addition, migration was confirmed via x-ray. However, the cause of migration is unknown. The stimulator is used to treat pain. The cause of the new pain is due to migration. However, the cause of migration is unknown. Additionally, non-compliance to the IFU was identified as the patient has a non-curonix device implanted (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported increased pain as well as tightness and swelling in their neck. X-rays were taken and migration was confirmed. An explant procedure was performed on (B)(6) 2026 and two new neurostimulators were implanted. As of on (B)(6) 2026, the pain has resolved and no further issues have been reported.